Event description:
It was reported by service report that the scale was weighing inaccurately. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell and scale board.